Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : ¿ induration or nodules at the injection site."

Event description:
Patient reported being injected with juvéderm volbella with lidocaine. Patient developed soft lumps in their lips which are still there 2 years after the injection. Symptoms are ongoing.